Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the reported connection issue was due to the supply bag falling and disconnecting. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a supply bag that fell and became disconnected from a home choice (hc) during dwell. The tsr assisted the care giver (cg) with ending therapy. The tsr advised the cg to start over with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up on (B)(6) 2010, the cg said that he had the bag between the hc and the wall and it had rolled off and fell behind the table. The cg was unsure why it had rolled off the table. The cg said that home patient was still using the spiking system at that time but had since switched to luer locks. The cg had discarded all supplies and lot numbers were not available. The home patient (hp) was not connected at the time of the disconnect. . There was no patient injury or medical intervention indicated at the time of the initial report.